Manufacturer narrative:
H3, h6: one device was received for evaluation. A 'check clutch/plunger lever' alarm was revealed in the event history log. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the event history log. It was determined that there was a worn leadscrew and worn clutch halves. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the worn leadscrew, plunger cam, right and left clutch halves as preventative maintenance, and cleaned, greased, and calibrated the pump. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that there was a travel coarse error/ check clutch plunger lever. The problem occurred upon testing. There was unknown patient involvement, and unknown patient harm/adverse event reported.